Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Device manufacture date. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector, side bail cover, and ring cover are broken. Upper and lower cases are broken. Battery release, heart block, lead flex cover, battery drawer, and battery flex are contaminated. One side bail and ring are missing. Atrial side connector of the heart lead flex is broken.

Event description:
It was reported that the ventricular connection on the external pulse generator was broken. It was further reported that the clamps were broken as well. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Ventricular output connector, side bail cover, and ring cover are broken. Upper and lower cases are broken. Battery release, heart block, lead flex cover, battery drawer, and battery flex are contaminated. One side bail and ring are missing. Atrial side connector of the heart lead flex is broken.